Event description:
It was reported that dealer took 65350gr rollator out of the box in aug, and has been on display. Could not tell that the frame was bent until they tried to sell it to a customer and the front right and the rear left do not hit the ground.